Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that when the needle guard cap was taken off, the cannula deployed. They were able to apply a new pod successfully. The patient's blood glucose was at 294mg/dl, stated that their bg has been out of control due to illnesses. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and had the cannula assembly deployed. Initial observation found the needle mechanism deployed while the needle cap was still on the device. The downloaded data showed that the device ran 43 first prime pulses and was deactivated at 53 pulses. Inspection of the needle mechanism assembly found no evidence that would result in the needle deploying early. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.